Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks across several episodes due to noise oversensing. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient was about to undergo an electrode revision procedure due to the multiple inappropriate shocks in both the secondary and primary sensing configurations. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks across several episodes due to noise oversensing. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks across several episodes due to noise oversensing. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient was about to undergo an electrode revision procedure due to the multiple inappropriate shocks in both the secondary and primary sensing configurations. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.